Event description:
Internal report-number: (B)(4). Event took place in (B)(6). User's narrative: when tunneling, the catheter was sheared off. Fragment (160mm) is left with the pt.

Manufacturer narrative:
The device will not be returned to manufacturer for evaluation. At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident.